Event description:
It was reported through the physician's clinic notes that the patient was referred for vns replacement due to an infection. The clinic notes stated the patient underwent a normal generator replacement 6 months prior to the date of the notes, and over the last few months, the patient's caretakers had noticed an opening over the generator and a pinhole sized draining wound in the middle of the incision. No fever was noted and the wound initially head without complication. It was later reported the patient underwent generator replacement surgery. Review of the dhrs for both the lead and the generator confirmed sterilization prior to distribution.